Event description:
It was reported that a merlin.net transmission showed the device was post paced t wave oversensing. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
(B)(4).